Event description:
Same case as MDR ID# 2134265-2015-03763 and 2134265-2015-03736. It was reported that automatic pullback failure occurred. During procedure, an ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and a sled to perform automatic pullback. It was noted that the product came without a sterile bag in the box. When automatic pullback was attempted, the device pulled back for a few millimeters than stopped and was unable to be activated again. Manual pullback was performed and the procedure was completed with this device. No patient complications were reported and the patient's condition was fine.

Manufacturer narrative:
Age at time of event: under 18 years. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).